Manufacturer narrative:
An ion product was not returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that during an ion biopsy procedure, the patient experienced a pneumothorax. A chest tube was placed and the patient is currently stable. No malfunctions of an ion system, instrument, or accessory were reported to have occurred during the procedure. The following information is unknown: the cause of the pneumothorax, the procedure outcome, and patient's current status. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.